Manufacturer narrative:
The device evaluation found a blurry image due to stain/rust inside image sensor (ccd). A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the investigation, no non-conformances were found. A definitive root cause could not be identified. The most probable cause of the complaint is traced maintenance. To mitigate risk/harm to the patient, the instructions for use manual provides the following warning and cautions: this camera head does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or user injury and/or equipment damage can result. If problems appear to be malfunctions, contact olympus. Before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Olympus is not liable for any injury or damage that occurs as a result of repairs attempted by non-olympus personnel. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a blurry image due to stain/rust inside image sensor/charge-coupled device (ccd). There was no patient involvement.